Event description:
Customer reportedly received results of 388 mg/dl and 150 mg/dl within 10 minutes on the aviva system. Customer reported he does not prepare his hands prior to testing. No actions taken based on device results. No adverse event reported. The test strips have been used and discarded and will not be returned for evaluation. Customer was unable to provide the lot number and expiration date of the alleged product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.